Manufacturer narrative:
(B)(4). Product will not return, since the product is a second replacement,customer wants continue use it. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 125mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer calling states that the meter is giving about 60mg/dl off compared to his old meter. Customer was using the true result meter and think this meter is giving high blood results. Customer states that his is the second replacement true metrix meter and both meters are doing the same thing. Customer states that tests 5 times a day. Customer states that run the control test and everything was within range. After reviewing the results in the meter's memory customer states that does not need a replacement he will continue to use this meter.